Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was taken to the emergency room and hospitalized a week and a half ago due to a low blood glucose level of 27 mg/dl. The customer reported that he thought he over bolused. The insulin pump will be returned for analysis.